Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause for the reported device deformity could not be conclusively determined. The reported off-label use was related to user used an amplatzer multi-fenestrated septal occluder - cribriform for a patent foramen ovale (pfo) defect. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, artmt600034247 revision b, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects. "

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform (8745794) was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system (8580316). During implant the discs of the device took on a concave shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a 25-18mm amplatzer talisman pfo occluder (8569561). During implant it was determined that the device was a mis-sizing. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform (9139104) using a new 9f amplatzer trevisio intravascular delivery system (8369708). During implant the discs of the device also took on a concave shape. The device was removed from the patient and replaced with a new 30-25 mm amplatzer talisman pfo occluder (8563758). During implant it was determined the device was mis-sized. The device was removed from the patient. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform (8745794) was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During implant the discs of the device took on a concave shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a 25-18mm amplatzer talisman pfo occluder (8569561). During implant it was determined that the device was a mis-sizing. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform (9139104) using a new 9f amplatzer trevisio intravascular delivery system. During implant the discs of the device also took on a concave shape. The device was removed from the patient and replaced with a new 30-25 mm amplatzer talisman pfo occluder (8563758). During implant it was determined the device was mis-sized. The device was removed from the patient. There were no adverse effects to the patient.